Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a broken reservoir tube lip, minor scratches on the lcd window, a cracked case at display window corners, cracked reservoir tube window corners, and a missing reservoir tube o-ring.

Event description:
The customer called in regards to damage to the insulin pump and reported her blood glucose was 436 mg/dl. Customer gave herself a correction with the insulin pump. It was stated the reservoir chamber of the insulin pump was chipped and one of the rings came out. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.